Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the site encountered a 26002 error. The site continued with the procedure as planned. There was no reported injury. On 07-mar-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The customer disabled universal side manipulator (usm) 2 and completed the procedure successfully.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report off non-recoverable error code 26002 on universal side manipulator (usm) 3 was reproduced during field evaluation and confirmed through review of the site¿s system logs. Investigation indicated a defective proximal set up joint (suj). The fse also noted that error 26002 was reported on usm 2 on (B)(6) 2022. The fse replaced the proximal suj to resolve the reported problem. Following this, the system was further tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the proximal suj involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported 26002 error. However, the 26002 error was confirmed in the system log. The unit passed all the tests on the psc (patient side cart) fixture test platform (pftp) without errors. The axes controller setup (acu) would be replaced as a precaution. The logs were reviewed/analyzed as part of the fse's investigation. In addition, a review of the site's complaint history showed a similar issue with the system occurred during another procedure and was resolved with a power cycle, and the site was able to continue with the procedure as planned with no reported injury. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.